Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery during manual prime. Customer's blood glucose level is 520 mg/dl. Troubleshooting for the no delivery alarm during manual prime was performed. Customer advised they received the no delivery alarm for a few days in a row. Customer declined to return the infusion set or reservoir for analysis. Customer was advised to call when the alarm occurs to properly troubleshoot and to hold onto the reservoir and infusion set in the future to send back for analysis.